Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was accidentally dropped from a dresser, resulting in a cracked screen, while the device continued to function and blood glucose levels were unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health or medical care. Investigation included customer interview, review of provided photo, and logistical arrangements for replacement and return. Investigation of this device revealed physical damage to the display from accidental impact, consistent with screen breakage in the device¿s external housing component, with no malfunction of therapeutic functions observed. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage unrelated to device performance.